Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2014. The patient reported blood glucose results of ¿225, 268 and 349 mg/dl¿ with the subject meter. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. After the start of the alleged issue, the patient claimed she felt symptoms of shakes, ¿thirstiness¿ and faint. The patient reportedly went to the emergency room (ER) and obtained a blood glucose result of ¿59 mg/dl¿ with the ER/ hospital meter. The patient was given food and/ or drink as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.